Manufacturer narrative:
The lot was manufactured january 16, 2016 ¿ january 18, 2016. The device was received for evaluation with approximately 92 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during patient infusion. The drug was filled into the bladder slowly, all air was removed from the tubing, and flow of fluid was confirmed during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.